Event description:
Event description guidant received information that, during a nips (non-invasive programmed stimulation) testing, impedance problems and a 'short circuit' message was noted for this cardiac resynchronization therapy defibrillator (crt-d). It was reported that the physician elected to explant this device and cap all associated leads.